Manufacturer narrative:
The event of liberta shut off was reported to abbott. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue has been resolved. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Correction: section b1 ¿ type of report: uncheck serious injury. Correction: b2 - outcomes attributed to adverse: uncheck other serious (important medical events). Correction: section d2b - device product code updated. Correction: section d10 - concomitant medical products: additional devices added PMA/510(k) # corrected. Section h9: fsca number added. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's liberta ipg has been unexpectantly turning off. The programmer was successfully able to turn device on and the therapy is resumed.